Manufacturer narrative:
An event regarding revision due to instability involving a trident shell was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: it was reported that the psl shell was in a vertical position and hip stability was not good in that position, it was indicated that it is unknown if the shell was implanted malpositioned or if the shell migrated post-implant. The event itself could not be confirmed and the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Psl shell, implanted (B)(6) 2018, was in a vertical position - hip stability not good in that position. Surgeon removed shell, screws, liner, head, and implanted new shell, screws, liner, head. Patient stable. No complications.